Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 507 mg/dl. The customer reconnected her insulin pump after several months. She was on insulin shots since (B)(6). The insulin pump kept beeping and there was a sold circle on the screen. Her insulin pump was set to factory settings. She received a reset alarm. Her blood glucose level was high because she was on steroids. The product was not returned. Nothing further to report.